Event description:
It was reported while a patient had activated a pod, upon removal of needle guard the cannula was found to have deployed early, the pod was not worn.

Manufacturer narrative:
The device has been received and is pending an investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The download data shows the device completed 49 first prime pulses and was deactivated by the user after the completion of first prime. Inspection of ratchet gear after opening the pod found the firing flat to be lined up with the release bar, which is the position it is expected to be in at the end of second prime. Investigation found no damages or defects to the drive mechanism or needle mechanism that would result in the firing flat lining up with the release bar earlier than expected. This indicates the ratchet gear was incorrectly installed. This incorrect installation of the ratchet gear resulted in the needle mechanism deploying earlier than expected.